Event description:
Devilbiss healthcare was notified by a 3rd-party insurance claims administrator of an incident involving an oxygen concentrator. The claims administrator stated the patient's son alleges a devilbiss 1025ds concentrator "was the cause of the patient's death." There was no further information provided regarding the type of malfunction or injury that led to the patient death. Drive is currently investigating the incident, including attempting to retrieve the product for evaluation and root cause determination. An update will be filed should additional information become available.